Manufacturer narrative:
Analysis of the qc, calibration, and the sample signal from the erroneous result did not show any deviations or abnormalities related to the customer's observation. Other parameters in the comparison measurements aligned well and did not show evidence of pre-analytical issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned low glucose results on a cobas b 123 system with serial number (B)(4) used on a neonatal unit compared to 2 other cobas b 123 systems and a cobas 8000 system in the laboratory. The customer provided data for 4 patients. The data for 1 neonate patient was erroneous when compared to a different cobas b 123 system. Two capillary samples were drawn at the same time and the glucose result from cobas b 123 with serial number (B)(4) was 3.1 mmol/l and the result from a different cobas b 123 was 4.5 mmol/l. The result of 3.1 mmol/l was reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer turned off the glucose parameter on cobas b 123 with serial number (B)(4). The customer stated quality control results were within range. The customer removed and replaced the sensor cartridge that was on cobas b 123 with serial number (B)(4) and put it on cobas b 123 with serial number (B)(4) to see if the low glucose results moved with the sensor cartridge. The customer performed comparison testing between cobas b 123 with serial number (B)(4) using a new sensor cartridge and 2 other cobas 123 systems. The cobas b 123 with serial number 40303 which had the sensor cartridge on it that had produced the initial low glucose results also produced lower results than the other 2 systems, however, no erroneous results were generated. Based on this comparison data, the customer reactivated the glucose parameter on cobas b 123 with serial number (B)(4).